Event description:
It was reported that the sample (B)(6) from "(B)(6)" was tested with serology. The test result was positive (s+) which contrasted with the molecular typing performed on (B)(6) 2024 and on (B)(6) 2025, using the ID core xt assay which provided negative results (s-) with ID core xt analysis software v3.0.5.